Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found signs of fluid intrusion that may have affected the system reliability. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was non-intuitive behavior of the universal surgical manipulator (usm). They had restarted the system, but the issue remained. Usm 3 did not hold in position, even with the cannula installed. The customer decided to not use usm 3. They would proceed with the surgery using 3 usms. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was completed robotically using three usms, without conversion or abortion, and there was no injury to the patient. The issue resulted in an approximately 10-minute delay to the operation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, fluid intrusion was found that would be related to the reported event. When installed on a test fixture the sensor check failed on the yaw axis. Once testing was completed the tornado switch assembly was inspected and fluid intrusion was confirmed. As a result of the testing the yaw searchlight assembly, yaw searchlight printed circuit assembly (pca), tornado switch assembly, and yaw searchlight flat flex cables (ffc) was determined to be consistent with the issue. The probable root cause is due to fluid intrusion affecting the tornado switch assembly, yaw searchlight assembly, yaw searchlight ffc, and the yaw pca within the usm.